Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that post a stenting treatment procedure the patient experienced chest pain. The patient had a promus premier stent placed in the 70% occluded lad (left anterior descending) with a small amount of thrombus, following a myocardial infarction. Within a few hours of stent placement the patient thought he was having some sort of vasospasm. The patient reported having coronary vasospasms every other day. The patient was given nitrates and has tried some calcium channel blockers. Ultimately they sent him home on nitrates. Approximately, ten days after the stent was placed, he was readmitted for diffuse EKG changes which again thought was vasospasm. But during that admission, after about 4 or 5 hours in the ER, he actually had a left facial droop and slurred speech. MRI, CT scans, and cta's were performed and everything was negative. The physicians were not sure whether the patient had a tia (transient ischemic attack) versus a cerebral vasospasm. The patient has also been checked for lupus anticoagulant which was slightly positive. The patient also has fluctuating repolarization abnormalities. The patient's troponins and ejection fraction have normalized following the event.

Event description:
Additional information received from the patient. Patient reports ongoing significant chest pain and also complex migraines, with slurred speech and occasional facial droop. The chest tightness lasts for one to several hours.